Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. However, the insulin pump had intermittent button response due to moisture damage on the keypad trace. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error, which could not be cleared due to unresponsive keypad. The customer's blood glucose was 70 mg/dl. The customer stated that they wear the insulin pump in their bra. The customer was advised to remove the battery since the alarm could not be cleared. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).